Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there have been multiple alerts for low right ventricular (rv) lead pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.